Event description:
The customer obtained negatively biased progesterone results on quality control fluids. The customer had not been performing signal reagent probe cleaning. Thus scenario is consistent with a malfunction which could also cause false negative ckmb results. There was no report of pt harm as a result of this occurrence.